Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. Physical inspection found that the upper latch switch and lower latch switch bracket screws were loose allowing both latch switches to move in and out from both door latches. The lower and upper auxiliary assemblies, which contain the failed screws, were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter had initiated a CAPA to further investigate this issue.